Event description:
(B)(4) was made aware of a work order from the provider which stated that on (B)(6) 2013 they received a call from the consumer stating that the chair was stuck in tilt mode. Provider advised on (B)(4) 2013 they went out to evaluate the chair and noticed the tilt actuator was unplugged and they taped it back together.